Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-20. H6: investigation summary: bd received 1 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for broken hub with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode broken hub. Bd determined that the root cause of the indicated failure mode was attributed to assembly related. The root cause is that parts were shifted upright in the box and the box loader robot arm crushed the units as it was placing more units into the box. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder there was a safety shield failure. The following information was provided by the initial reporter. The customer stated: before use, the green colored safety device was detached from the pre-attached holder. No injury to the patient or health care worker."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer¿ eclipse" blood collection needle with pre-attached holder there was a safety shield failure. The following information was provided by the initial reporter. The customer stated: before use, the green colored safety device was detached from the pre-attached holder. No injury to the patient or health care worker."